Manufacturer narrative:
H.6. Investigation: during DHR review all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8236956 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. One loose and one packaged 1ml ll syringes were received, confirmed to be from batch #8236956 (B)(4). They were visually evaluated. No visual defects were observed. Since the loose sample had already been manipulated, it could not be reliably tested. Its plunger was exercised by hand. A little resistance could subjectively be felt. However, the plunger movement was smooth and uninterrupted. No jamming or curling of the stopper was observed in the sample.the sealed packaged syringe was tested for breakout and sustaining force per procedure. The tests showed it was well within the product specification for breakout and sustaining forces. No defects were found. The reported defect was not identified in the samples received.

Event description:
It was reported that bd luer-lok¿ disposable syringes were difficult to pull back and top of the stopper is curling.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringes were difficult to pull back and top of the stopper is curling.